Event description:
The following was reported on 1/3/2001 by a medwatch form (#1020360), "at approx 1115, the nurse inserted the dobhoff tube without resistance, the pt was conscious, no coughing, gagging or speech impairment occurred. An x-ray was taken to verify the placement and the tube had perforated the lung." The customer was called and was unable to give any further info of the incident or about the product code, lot number or sample, or status about the pt.